Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 - catalog #00880300110 widthplate screws, z.a.d. Lot #unk serial #unk. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted

Event description:
It was reported that outside of surgery during biomedical engineering test/check the device was leaking air through at inlet fitting and failing leak test. There was no patient involvement. Due diligence is complete. No additional information is available.